Event description:
It was reported that the patient had a little accident last night. The reason they had the implant was really for the bladder, but also the bowel. It was really working for their bowel because last night¿s accident was the first episode they had had in a year. The patient just realized the batteries were dead in the patient programmer, so they replaced them, but couldn¿t find their programmer manual. The programmer was working now, but the patient didn¿t know how to reset. The patient was going out of town in 7 days and wanted to get it working before then. The programmer was turning on, but the patient was seeing the sync with the implantable neurostimulator (ins) screen. The patient was walked through syncing and the ¿call your doctor¿ screen with the power on reset (por) had appeared on the screen. The patient was not being able to adjust stimulation. Today was the first time the patient had seen this screen. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0b0xx, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0b0xx, implanted: (B)(6) 2014, product type: lead. (B)(4).